Manufacturer narrative:
Additional information the device was returned for evaluation and analysis confirmed the clinical observation. As received the implant coil was found damaged, having lost its original shape, but was still attached to the pushwire. The instant detacher was not returned as it was discarded therefore any contributing factors from the instant detacher could not be assessed. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. During evaluation, an in-house instant detacher was used to actuate the detachment mechanism and implant coil detached successfully on the first attempt. Additionally, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin. The retainer ring found damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. It is not possible to definitively determine the cause of non-detachment; however, based on our analysis, the intact tack weld replacement crimp was likely the cause of the reported ¿non-detachment¿. Per the concerto coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hypotube break indicator (hbi) 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a gi bleed from a collateral vessel off the gastroepiploic artery, this coil would not detach with instant detacher. It was reported that the physician implanted 2-3 coils successfully and when attempting to use this reported coil, the coil did not detach from delivery wire. There were no issues reported during delivery of the coil to the treatment area. The physician re-sheathed the coil and re-deployed, but again the coil did not detach. The coil was removed from the patient. Other coils were implanted successfully and procedure completed without any issue. No patient complications were reported.